Event description:
It was reported to arjo by the nursing home (B)(6) medical center located in USA that there was an incident involving arjo maxi move floor lift and a passive clip sling. The facility director stated that during transfer a resident slipped out of the sling to the floor and hit one of the lift's leg on her way down. Following further communication with the customer it was determined that the left leg clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained bruising and hematoma on the back. X-ray results revealed the compression fractures of l3 and l4. However, according to the customer they could not be definitively linked to the patient's fall.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers 9611530, 9681684, 3007420694. Currently, these products are to submitted under arjohuntleigh magog inc. Registration #9681684. It was reported to arjo by the nursing home (B)(6) medical center located in USA that there was an incident involving arjo maxi move floor lift and a passive clip sling. The facility director stated that during transfer a resident slipped out of the sling to the floor and hit one of the lift's leg on her way down. Following further communication with the customer it was determined that the left leg clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained bruising and hematoma on the back. X-ray results revealed the compression fractures of l3 and l4. However, according to the customer they could not be definitively linked to the patient's fall. Arjo qualified representative visited the customer facility after the event to perform an interview and device evaluation. No malfunction was found within maxi move lift. There were only some scratches found on the top cover, however they did not have any impact on the device functionality. No abnormalities were reported regarding the maa4000m-l sling. The technician¿s attempt to duplicate reported detachment was unsuccessful. It was noticed, that the black pad was added by the customer to the lift hanger bar. In the technician¿s opinion, it might have been applied for the patients¿ protection. During the inspection it was not revealed whether the foam padding had any effect on the clips attachment stability. Following the customer¿s statement, they were unsure if the clips were correctly attached to the spreader bar before lifting procedure. According to the arjo technician suggestion, it seems likely that positioning over the wheelchair made the clip in question accidentally loose. However, this suggestion cannot be confirmed. The instructions for use for passive clip slings (IFU number 04.sc.00) provides pictographic procedure regarding proper clip attachment and lifting process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: ¿make sure that: all clips are securely attached.¿ ¿to avoid injury of a patient, pay close attention when lowering or adjusting the spreader bar.¿ to sum up, arjo floor lift and clip sling were used as a system for patient transfer when resident fell out of a device. There were no abnormalities found within the lift or the sling that could have contributed to the event. However, one of the clips detached and the patient fell of the sling so the system did not work as intended. The complaint was decided to be reportable due to the clip detachment and the patient's injury occurrence.

Manufacturer narrative:
Arjo qualified representative visited the customer to evaluate the device. There were no abnormalities found with the lift nor the sling. Additional information will be provided upon the investigation conclusion.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move floor lift and passive clip sling maa4000m-l (serial number (B)(4)). During patient¿s transfer, from the wheelchair to the bed, left leg clip detached from the lift spreader bar attachment point. As the consequence of the event the resident fell off the sling to the floor. The patient's back landed on one of the maxi move legs. The resident sustained bruising and hematoma on her back and was very sore. X-rays of the back showed compression fractures of l3 and l4 but it was not determined if they were already pre- existing.